Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a no delivery alarm and high blood glucose of 479mg/dl. Troubleshooting assisted customer with the pump and advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined high blood glucose troubleshooting.